Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report #: 3006705815-2020-30978, reference MFR. Report #: 3006705815-2020-30979. It was reported the patient's scs system was explanted due to ineffective stimulation.